Event description:
The patient advised this most recent pack of v-go are not staying on. The patient advised they need the patches to go over the v-go otherwise after showers and at night the v-go keeps coming off. The patient was upset that the quality of the v-go has gone down since they first started, specifically saying they used to be much thicker. It was reported that device samples were available for return to the manufacturer for evaluation. However, to date, have not been received.